Manufacturer narrative:
H6 clinical code 4581 iris pigment loss. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was noted to have been implanted upside down with iris pigment loss. In a separate visit the lens was exchanged for a same model, size and diopter lens. The problem of iris pigment loss was resolved.